Manufacturer narrative:
Investigation results: no abnormality is found in process and retained sample, no similar complaints have been received from other hospitals about this batch of products. The root cause of the leakage after tightening cannot be determined because the defective sample is not received for analysis and confirmation. The factory will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm-leakage at adapter tubing junction on (B)(6) 2025 at 08:00, the nurse inserted an intravenous catheter into the patient. In preparation for administering radiopharmaceuticals, after successful insertion, the nurse observed leakage from the heparin cap during the intravenous push of saline solution. Upon re-tightening the cap, leakage persisted, necessitating replacement of the heparin cap.